Event description:
Device 2 of 2. Reference MFR report #1627487-2013-20346. It was reported the patient experienced some discomfort near the ipg site and it felt like a minor burn. The patient observed red dots on the periphery of the ipg; no blisters were noted. The discomfort was experienced a week ago while recharging. The patient always uses the pouch when charging. The patient reported not feeling the warmth/discomfort while charging a week ago, however, she felt it when water from the shower made contact with the skin. A replacement charger will be provided to the patient. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.